Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise for the past few years. The noise was not reproducible. Programming changes were discussed. No intervention reported. The patient was stable throughout.

Event description:
New information received noted the patient presented for a lead revision procedure. Prior to the procedure, increased capture threshold and decreased sensing were observed. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.